Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient presented to the emergency room for chest pain. An echo cardiogram showed pericardial effusion. The right ventricular (rv) lead exhibited no capture and a perforation was suspected. A pericardiocentesis was performed, the lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.